Manufacturer narrative:
(B)(4) is submitting the report on behalf huntleigh (B)(4). ((B)(4)) for more details.

Event description:
Clinicians have had difficulty distinguishing between the fhr and mhr. The customer did an operation and a fetus was still born yet the fhr was showing ok.